Event description:
During a follow-up in-clinic, the device was unable to be interrogated. Technical support was contacted and recommended a firmware download. An attempt to force the interrogation was performed, but a firmware download resolved event. The patient was stable with no consequences.